Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient's ipg was replace with a non-rechargeable device and that the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.